Event description:
It was reported that inappropriate programming was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was not pacing due to the inappropriate programming, and a bluetooth connectivity failure was observed. The issue was resolved by reperforming the interrogation session, and the ICD was implanted eventually. The patient was stable and asymptomatic.